Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date during hospitalization, the patient¿s pd catheter was removed. On an unreported date, dianeal therapies were discontinued. On an unreported date, dianeal therapies were re-introduced. Eight days after being admitted to the hospital, the patient was discharged. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2014, the patient experienced the peritonitis and on (B)(6) 2014, the patient was hospitalized for the peritonitis. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.